Event description:
Customer initially reported their abbott diabetes care device displayed a (connected to computer) message. The product was returned and investigated for displayed message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Customer reported that a connected to computer message was observed. Liquid contamination and damaged usb port was observed. Visual inspection has been performed on the usb/charging cable and no issue was observed. Opens or shorts were not observed. Usb/charging cable was passed testing. Visual inspection has been performed on the power adapter and no issues were observed. A load tester was used to evaluate the returned power adapter, and the voltage was measured. The power adapter voltage was within specification range. Power adapter testing passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. An extended investigation has been performed. A visual inspection of the reader was performed using digital microscope and contamination due to liquid ingress was observed on the pcba as well as a burn mark was observed. Glucose data reading was not giving any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be not within specification. The returned battery was observed to be charging normally. No abnormalities were observed on the returned battery. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader with an stm processor and the result was not within the required specification which was indicating the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were observed on the reader's components with contamination during the inspection, indicating that the components on the returned reader were contributing to the excessive electrical current drain. Contamination due to liquid ingress was known to affect the functionality of electronics, which can lead to overheating components and excess current draw. A cable tester was used to test the returned usb cable. No opens were observed. Load tester was used to perform a test on the returned power adapter and the voltage was observed to be within the specified range. A reader self-test was unable to be performed due to the inability to power on the returned reader. This issue is not confirmed due to user error due to contamination from liquid ingress. Liquid ingress was known to affect the functionality of electronics resulting in overheating components and excess current drawn from the reader¿s battery. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device displayed a (connected to computer) message. The product was returned and investigated for displayed message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.